Event description:
The user facility reported their v-pro max sterilizer left wet packages and resulted in an employee receiving a chemical burn on the hands. Medical treatment was sought and the user facility declined to provide additional details regarding medical treatment. The employee has returned to normal work duties.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the v-pro max, but was unable to duplicate the reported event. No issue was identified with the v-pro max sterilizer. The technician was informed that the employee subject of the reported event was not wearing proper ppe. Section 1 of the operator manual for the v-pro max sterilizer states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." Also, "when handling hydrogen peroxide, wear appropriate personal protective equipment (ppe) and observe all safety precautions. Section 8.2 of the safety data sheet for vaprox hc hydrogen peroxide sterilant recommends, "personal protection: eye and face protection: chemical splash goggles. Protective gloves: rubber, neoprene or vinyl. Other protective clothing and equipment: polyester or acrylic full cover clothing and rubber boots are recommended." The technician discussed the importance of wearing ppe and reviewed proper drying techniques with the user facility staff. The technician tested the unit and confirmed it to be operating according to specification.